Event description:
Reporter alleged the first (1st), fifth (5th), eleventh (11th), and fourteenth (14th) contacts from the left to the right of the inform system display screen facing upwards are blackened. Reporter indicated the display screen has been dark and although the system has been docked for an hour, the power has only charged 50%. No report of actions taken or treatment administered. A request was made for the return of the suspect device and replacement product was sent.